Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000 with their 8015. Based on troubleshooting results, technical services could not determine the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000 with their 8015. Technical support - software: 1. Informed this is due to a software issue and recommended reflashing the 8015. 2. If error does not clear, issue is the logic board and if so I recommended sending in for repair. 3. Customer will move forward with flashing the unit. 4. Called to follow up and customer plans on flashing the unit next week. 5. Informed customer I will be closing our case. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - software: 1. Informed this is due to a software issue and recommended reflashing the 8015. 2. If error does not clear, issue is the logic board and if so I recommended sending in for repair. 3. Customer will move forward with flashing the unit. 4. Called to follow up and customer plans on flashing the unit next week. 5. Informed customer I will be closing our case. The customer reported problem was not confirmed. Device was not returned to manufacturing facility.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.